Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter. Product return status: 2 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status: 2 device evaluations are in progress. Additional information: 3 devices are not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 1 event had the patient receive a burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 2 devices were received. 1 device was not available for evaluation. Evaluation status 2 reported events were not confirmed during testing.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 1 event had the patient receive a burn.